Event description:
The facility reported a colleague infusion pump with a 701:00 failure code. There was no report of when or in which care area this condition occurred. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version for this device is 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 701:00 was confirmed during product evaluation by baxter service personnel. This condition was attributed to a faulty pump head module (phm) on channel a. The channel a phm was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.